Event description:
Rn used easypoint 25g needle attached to prefilled heparin syringe. After use rn attempted to engage retraction mechanism, plastic mechanism disconnected from needle housing causing needle to fall into patient's bed. Rn was able to retrieve sharp, no harm to patient or staff member. Malfunctioning equipment sequestered in cm office pending further instructions.